Manufacturer narrative:
The device was returned to our us facility (as documented in section d9), and will later be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID: (B)(4).

Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that prior the patient was rolled into the or for a laparoscopic gyn on (B)(6) 2025, the device showed an error. No patient impact was reported.

Manufacturer narrative:
Correction made in both section b1 and e1: b1: only product problem should be checked. E1: added the reporter's full name. This event is filed under internal complaint ID: (B)(4).

Manufacturer narrative:
Per evalution findings by the manufacturing site: the device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer, "system failed during case/error code 28a" could be confirmed by inspecting the device. The most probable root cause for the customers issue is a defective control board, indicated by error code 28a, by failure of an electronic component within the control board. The IFU is stating this "failure of products" clearly in section 3.9, page 12, see labeling review for reference. The above investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints, no trend was identified. This event is filed under internal complaint ID (B)(4).